Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device has reached elective replacement indicator (eri) prematurely. The patient is booked for replacement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.